Event description:
During the surgery, the surgeons were using the screwdriver and the tip off 2 screwdrivers broke while in use. The screwdriver tip broke in the patient. Broken pieces were then taken out of the patient and used x-ray to confirm that all pieces were removed. Attending/fellow surgeons aware, note written confirming nothing retained in patient, broken instrument shown/given to operating room staff and no harm to the patient caused. Manufacturer response for medartis driver blade, (brand not provided) (per site reporter). Screw drivers will be replaced in implant tray with no charge.